Manufacturer narrative:
A visual and functional inspections were performed on the returned balloon catheter and the reported pinhole rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. Based on the reported information, another non-abbott balloon ruptured in the same lesion at a sharp portion of the lesion. In this case, it is likely that during inflation, the balloon became compromised and/or damaged against the calcified and tortuous anatomy, resulting in the reported balloon pinhole rupture during the inflation at 6 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a shunt located in the subclavian artery with moderate calcification, mild tortuosity and an in-stent restenosis (isr). The armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once to 6 atmospheres and a pinhole rupture was noted. The physician suspected that there was a sharp portion of the lesion because in previous treatment, another non-abbott balloon ruptured in the same lesion. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.